Event description:
The hcp reported taht the pt was not experiencing good relief and a volume discrepancy was noted. The pt had pump implanted one week earlier. The pump was emptied. The estimated reservoir volume was 1 cc; the actual reservoir volume was 12 ccs.